Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation. It was reported the patient sweats a lot. The patient described the irritation as mildly red. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was issued an additional garment. The patient's nurse applied a cream to the area and the doctor prescribed cortisol ointment. The irritation improved. Supplemental report 9/28/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. It was reported the patient sweats a lot. The patient described the irritation as mildly red. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was issued an additional garment. The patient's nurse applied a cream to the area and the doctor prescribed cortisol ointment. The irritation improved.